Manufacturer narrative:
Correction to d4 (gtin and lot #), d9 (product available to stryker), h3(device evaluated by mfg), h6(method code, results code, and conclusion code). The reported event could be confirmed, since the device was returned and matches the alleged failure mode. The device inspection revealed the following: a visual inspection of the instrument reveals divots and deep scratches along the edges of the flutes on the sides of the impactor tip, along with a brittle fracture extending diagonally across the circumference, starting at the top of the internal threads and continuing down to the inner chamfer. A functional inspection was not considered necessary ae the instrument is clearly broken, and a dimensional inspection was not possible due to a measurable feature being broken off. However, during manufacturing, functionality testing and dimensional inspections were conducted to specifications, and all devices passed. Based on investigation, the root cause was attributed to a wear related issue. The event was caused by several reprocessing cycles weakening the material integrity of the device. , the issue noted in this event is currently under the scope of a CAPA to implement a design enhancement. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
During a primary surgery, the impactor snapped in half during trailing. There was no impact on the patient or the procedure, with no surgical delays or debris reported. A backup tray was utilized, and the surgery was completed successfully without complications.

Event description:
During a primary surgery, the impactor snapped in half during trailing. There was no impact on the patient or the procedure, with no surgical delays or debris reported. A backup tray was utilized, and the surgery was completed successfully without complications.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.